Manufacturer narrative:
Concomitant products: product ID: 638bl28 heart band, implanted: (B)(6) 2016. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the atrial lead dislodged post a coronary artery bypass graft procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.